Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution physio-control replaced the user interface to stack flex cable assembly. After observing proper device operation through function and performance testing, the device was returned to the customer for use. (B)(4).

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device intermittently fails the boot-up process. When the device does power up, it will boot-up with a white screen and the service indicator is present with no event codes logged into the device's memory. A white screen is indicative of a lock up and as a result, defibrillation may not be possible if it were necessary. There was no patient use associated with the reported event.